Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was calling after receiving new battery cap. Customer reported that the contact on the battery cap was not missing. Display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display anomaly due to battery tube power connector not fully connected into j7 of electrical board. Unable to perform functional test including selftest, sleep current measurement, active current measurement and displacement test due to blank display.